Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a no image, unrestorable error code, communication error displayed. The issue was found during preparation before use inspection for an unknown therapeutic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image-unrestorable-error code¿ was confirmed. The device evaluation found due to damage on the charge coupled device unit and due to a scratch on electrical contact of video connector, the image was not displayed. Additionally, the bending section cover was scratched, and the adhesive had a chip. Due to damage on the forceps elevator, the bending section could not be fixed firmly and due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation concerning the communication error message issue, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Concerning the blackout in the image, no image issue. We presume that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause for those reported issue could not be established. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.